Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and bolus stopped alarm on the insulin pump. Customer¿s blood glucose level was 403 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer advised they cleared the bolus stopped alarm which had occurred six times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. No unexpected bolus stopped alarm noted during testing. Insulin pump was received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the insulin pump near the battery compartment, cracked select button keypad overlay, and minor scratched lcd window.